Event description:
The customer had previously called to report high blood glucose levels. Troubleshooting was performed. The insulin pump was programmed correctly, and passed the prime and high pressure tests. The customer later called to report that his hcp informed him of any issue with the reservoirs causing possible over delivery of insulin. The customer stated that he has been experiencing frequent high blood glucose levels, and was hospitalized. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.